Manufacturer narrative:
The reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 no ac power indicator. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue - electric failure of the keypad. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device has no ac power indicator. The tech recommended replacing the keypad. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device has no ac power indicator. The tech recommended replacing the keypad. There was no patient involvement.